Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 08/05/2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for g3+ lot n20097b.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges gave star outs and unexpected results for ph and pco2, suppressed results for be, hco3, tco2 and so2. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists the reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay.